Manufacturer narrative:
While the device was not returned and no problem was found, per the event description is concluded that the most likely cause for the event reported is misuse. The available information notes that the rotation of the device faced resistance and slowed down, indicating a potential collision between the burr tip and the hood. This type of damage is an indication of force applied to the hood of the device during use, characterizing misuse. Per dfu-0215-7 rev. 1, "forcing the hood of any burrs, including flushcut burrs and clearcut burrs into anatomically tight spaces can cause the burr tip to collide with the hood and render the device inoperable." In addition, the mention of smoke indicates the device was utilized without adequate irrigation, since smoke would not be be visible in a fluid environment. The lack of irrigation further corroborates misuse as the probable root cause, and may have contributed to overheating.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via (B)(6) that during a shoulder decompression procedure an ar-8330h started to decrease speed and then created smoke while burning the patients skin. The shaver and burr were replaced to complete the case.